Manufacturer narrative:
B4. Date of this report 04 august 2025. G3. Date received by the manufacturer? 04 august 2025. H6. Type of investigation updated to 4121. H6. Investigation findings updated to 3224. H6. Investigation conclusions updated to 4315.

Manufacturer narrative:
User reported an event where the cgm showed results that are different from glucometer measurements. The case was escalated to the next level of support for additional review.the user was asked to re-link the sensor and it was performed successfully and confirmed on dms.based on our review, bg values entered as calibrations after the sensor re-link fit sg trends well.as per notes, the user remained unresponsive after multiple callback attempts to provide the latest update from next level support. As per dms, the user is currently using the system with up to date information, so no further actions are needed.

Event description:
On (B)(6) 2025,senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements. No injury or medical intervention was reported.